Event description:
The customer reported that the system would intermittently lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer needs to be upgraded. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.